Event description:
On (B)(6) 2013, it was reported to animas that allegedly all of the pump keypad buttons are sticky and intermittently unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: the keypad was observed to be torn over the ok button. The keypad symbols were worn. Functionality of the keypad could not be tested due to a blank display. The keypad was removed and contamination under all of the button contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.